Event description:
It was reported that the patient had another surgery done that required a pocket revision and the implantable pulse generator (ipg) to be moved. It was unknown if the other surgery was device related. The device remains implanted and in use.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.